Event description:
It was reported that pt complained of painful hip. Possible puss encountered during dissection. Cultures were taken and an antibiotic spacer was placed. Pt may seek compensation.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 38mm, cat# nls-380000b, lot# 32987901r; primary tritanium hemi cluster hole cup 58mm, cat# 502-03-58f, lot# mklyhh; 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mkmjp1; trident 10deg x3 insert 36mm ID, cat #623-10-36f, lot# mkp93l; delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 38522301. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the reported devices cannot be performed as they were retained by the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.